Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) of 198 mg/dl after exercise. Review of alerts showed an insulin occlusion. The user was unable to disconnect tubing due to taping and finger size. The agent explained that taping over tubing can block insulin flow and walked the user through a full supply change. The tubing was noted to be coiled and taped. After the supply change, insulin delivery resumed, and blood glucose (bg) began trending down to 192 mg/dl. Blood glucose (bg) was corrected by changing supplies. No symptoms, outside assistance, or medical intervention were reported at the time of call.